Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh, therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the additional info received. The medical records indicate that the pt was treated for adhesions and fistula formation both of which are known possible adverse reactions listed in the IFU. The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned therefore, no evaluation could be performed. With the currently available info, no firm conclusions can be drawn. If additional event and/or evaluation info is obtained, a follow-up MDR will be submitted.

Event description:
The initial attorney report alleged obstruction/infection/fistula/bowel injury/explant. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2002: exploratory laparotomy, non-bard mesh removal, enteroenterostomy, repair incarcerated incisional hernia with retromuscular implantation of bard flat mesh (ref# 1213643-2012-00499). On (B)(6) 2005: laparoscopically placed composix e/x mesh (4x6"0 (ref# 1213643-2012-00498), repair of epigastric hernia, covering of exposed previously implanted bard flat mesh with composix e/x mesh (6x8"). On (B)(6) 2005: exploratory laparoscopy with lysis of adhesions, exploratory laparotomy with dense lysis of adhesions. Medical records indicated there were adhesions of small bowel to some of the tacks used to secure the previously implanted mesh. On (B)(6) 2006: removal of bard flat mesh and composix e/x meshes and small bowel resection. Medical records state a loop of small bowel was densely adherent to the mesh. All three mesh were removed.